Event description:
The time of event is not during procedure. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the air tube clogged. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the air tube. In addition, our technician confirmed that the suction channel buckled, the objective gluing cracked, the angle wire play, the water jet tube clogged, the air and the water nozzles clogged, the water tube clogged, the lg water jet supply tubes clogged, the lg prong deformed, the lcb distal cover glass scratched, the operation channel (primary) dirty, the water jet tube dirty, the insertion flexible tube dirty, the distal body dirty, the air and the water nozzles dirty, the control body dirty, the lg prong top loose, the insertion flexible tube disinfections damage, the control body disinfections damage, the remote control buttons disinfections damage, the light guide cable disinfections damage, the insertion flexible tube worn out, the root brace rubber (insertion flexible tube) discolored, and the operation channel (primary) blocked; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.